Manufacturer narrative:
The tandem user guide indicates that if you start to program a bolus but do not complete the request within 90 seconds, an incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and incomplete bolus alerts. The customer's blood glucose (bg) level was 550-600 mg/dl and a bolus was delivered in an attempt to lower the bg level. The customer was admitted to the hospital on (B)(6) 2016 and was treated with insulin and intravenous fluids. The high bg level was resolved. The customer was released the next day. The supplies on the pump were changed. The customer indicated that the incomplete bolus alert may have occurred as the bolus screen was left open after locking the pump.